Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 patient was pre-operatively diagnosed with degenerative disc disease, l5-s1 with radiculopathy bilaterally and underwent the following procedures: pedicle screw instrumentation, unilateral on the right at l5-s1. Lumbar decompression, l5-s1 bilaterally. Posterior lateral fusion using autologous bone. As per op-notes, ¿attention was then turned to the sacrum where again a sharp awl was used. Because of the patient¿s anatomy, it was decided that no pedicle screws would be placed on the left. The bone that was harvested from the decompression was placed into rhbmp-2/acs and these were placed in the lateral gutters.¿ patient tolerated the procedure well with no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.